Event description:
Pt had total right hip replacement done in 1994. Pt had no pain and was walking 4-5 miles per day. In december 1996, the pt hooked his foot under a stair and fell backwards onto his right hip. Since then he has experienced pain with weight bearing. Revision surgery in 1998 revealed a loose acetabular shell. Shell was revised.